Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. The customer¿s current blood glucose level was 139 mg/dl. The customer did experience any symptoms hypertension and acute kidney injury. Troubleshooting was done for high blood glucose. The customer was treated with bolus, discontinue of insulin therapy and back on manual injection for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. The customer stated that the auto mode feature was active. The customer alleges insulin pump was under delivering. The insulin pump will not be returned for analysis.